Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called because she was trying to set up a new reservoir for her insulin pump, but the act button would not rewind the device. Customer was running a dual bolus. She was advised that when the device is in a special mode, the act button will not allow rewind. Customer then suspended the bolus and tried pressing act to rewind and it worked. Customer's current blood glucose was 302 mg/dl. She just ate dinner and treated with the device. In troubleshooting for high blood glucose, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer could not complete troubleshooting because she had to leave. She stated she would call back to complete the high pressure test. Customer also reported that she had a couple of lows recently. Nothing further reported.